Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on for transmitter with serial number (B)(4) . However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing with (B)(6) bluetooth device was performed and failed. A review of the share logs was performed and issue was found for serial number (B)(4) within the investigation window.  The allegation was confirmed. The probable cause was determined to be defective transmitter. The reported event of signal loss over one hour is reportable based on findings. No injury or medical intervention was reported.